Event description:
The patient reported that when they try and reconnect their programmer to their implant after charging, it doesn¿t function properly. The patient stated they had a power on reset (por) error message on their recharger screen when they were recharging the day prior to the report. The patient noted that they pressed some buttons, and the por was cleared. They mentioned that they did not known if the por was informational or a warning. The patient stated that they recharge every sunday, and they never have had any trouble. Troubleshooting was done at the time of the report. Patient services had the patient sync with their implantable neurostimulator (ins) after replacing the programmer batteries. They confirmed that the therapy is on, setting is at group c, the ins was charged to 75%, and the programmer was charged to 100%. The patient was advised to call back if they get an unknown code in the future. No further complications or patient symptoms were reported. The patient was implanted for post lumbar laminectomy syndrome.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient noted their therapy had stopped.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient declined to provide their weight. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.